Manufacturer narrative:
The customer service engineer (cse) replaced the actuator in the or table's rotational locking mechanism. In addition, the cse replaced the foam pedestal covers and the o-ring for the electrical l connection plate. Afterwards, the engineer tested the table to verify proper function.

Event description:
On (B)(6) 2018, the customer reported having issues with an ort200 actuator on both floor lock and rotational table. A service engineer arrived onsite and observed that the table locking mechanism functioned intermittently. There was no patient involvement.